Event description:
Patient recovered without sequela. Pump was also delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pt experienced poor pain control; the pt had pain all over her body. The pt was hospitalized. In (B)(6) 2011, the catheter was replaced and the pump site was revised; it was unclear if one or two procedures were performed. The pt outcome was reported as "ongoing event". The device was used to infuse lioresal 1000 mcg/ml at 236.1 mcg/day. A follow-up report will be sent if additional info becomes available.